Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown. H3 other text : see h10.

Event description:
It was reported that 1 unspecified bd¿ pen needle was difficult to operate. The following information was provided by the initial reporter : the consumer reported that the insulin pen needles are not working.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date: unknown.

Event description:
It was reported that 1 unspecified bd¿ pen needle was difficult to operate. The following information was provided by the initial reporter: the consumer reported that the insulin pen needles are not working.